Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user required assistance pairing a new dexcom g7 sensor to the ilet and, after successful pairing and sensor warmup, performed a fingerstick that showed a blood glucose of 308 mg/dl; the user entered this value into the ilet for correction and planned to monitor for downward trend. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included customer support troubleshooting and user education on sensor pairing and entering blood glucose for correction. Investigation of this case revealed no device malfunction or alarm activity and successful sensor-device communication after pairing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.